Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that all of the keypad buttons were under-responsive.there was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission 12/01/2016 device evaluation: the device has been returned and evaluated by product analysis on 11/08/2016 with the following findings: during investigation, the keypad was found to be intact; no evidence of peeling or damage was observed. All of the keypad buttons were found to respond appropriately. The keypad was removed and no damage to button contacts or keypad flex cable was observed. No moisture was observed in the battery compartment. The pump was opened and moisture corrosion found on the printed circuit board, battery housing and motor assembly. The complaint of unresponsive keypad buttons issue was not duplicated during investigation. Unrelated to the complaint, the display was dim and discolored; the audio bolus button cover was found to be punctured but the audio bolus button responded appropriately during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).